Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The shafts and balloon were microscopically examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination presented no damage or irregularities. The inner diameter (ID) of the inner shaft was measured at the exit notch and the ID was within specification. The guidewire used in the procedure was not received with this device. A .014¿ test guidewire was used for functional testing. The guidewire was able to pass through the entire device with no issues or resistance. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 1.20mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the device became stuck with the guide wire. The device was removed and the procedure was completed with another 1.20mm x 12mm emerge¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 1.20 mm x 12 mm emerge¿ balloon catheter was advanced for dilatation. However, during the procedure, the device became stuck with the guide wire. The device was removed and the procedure was completed with another 1.20 mm x 12 mm emerge¿ balloon catheter. No patient complications were reported.